Event description:
A customer reported that a system exhibited with trouble maintaing the anterior chamber. Upon using the irrigation/aspiration tip, over pressures the chamber in high myopes soft¿ eyes. Capsule dropped very low.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. Therefore, a service history review cannot be performed. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot/batch/serial number cannot be performed as the lot/batch/serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).